Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl and high ketones. Ketone level identified as life threatening by healthcare provider; cause of bg not known. Customer attempted to address the elevated bg by correction bolus via pump and changing pump supplies. Ultimately, the customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2026 with the issue resolved and no permanent damage. Reportedly, the customer reverted to an alternate method of insulin therapy.